Manufacturer narrative:
Date of event was approximated to (B)(6) 2021 as no event date was reported. (B)(4). The complainant indicated that the device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that hurricane rx dilatation balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. During the procedure, it was noted that the balloon burst when it was advance and inflated. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.